Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use at the time of the event. The issue had occurred during diagnostic procedure. The procedure was completed as planned by moving the stand manually. The philips remote service engineer (rse) connected with the customer and confirmed that when the stand was moved longitudinally towards and away from the table, it would continuously stop. The rse examined the system log files and found longitudinal stand movement errors. Upon functional testing, the fse observed that the ceiling rails seem to have a black oily residue due to lubricant leaking from bearings. The fse cleaned the ceiling rails and verified operation. As the reported issue was an ongoing issue the fse confirmed for replacement of the longitudinal drive motor assembly and lower bearing blocks. The defective bearings were returned for analysis. One of the bearings confirmed grease leakage from bearing wheels, whereas another showed leakage on inside of the wheel. To resolve the reported issue the fse replaced the longitudinal drive motor assembly and lower bearing blocks. After replacement and necessary adjustments, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per IFU the azurion series with a floor or ceiling mounted stand allowing for longitudinal and transverse movements. The azurion flex move stand option which provides for longitudinal, transverse, and diagonal movement. The azurion flexarm stand option which provides longitudinal, transverse, and diagonal movement, as well as rotation along the z-axis and free detector rotation. When working in any one of these configurations, motorized movements are available within the working area. If the motorized movements are unavailable because the system is outside of the working area, a guidance message will inform the user that the stand is out of range. Motorized movement will become possible again once the system is brought back into the working area as noted in the instructions for use. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the when the stand was moved longitudinally towards and away from the table, it would continuously stop. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.